Manufacturer narrative:
Section g3 correction: previous report g3 date should have been 09aug2023. Manufacturer's investigation conclusion elevations in pump power and flow were confirmed via the submitted log file. Although a specific cause for the elevations cannot be conclusively determined, several occurred during pulsatility index (pi) events. The evaluation of (B)(6), did not reveal any device-related issues. The pump was returned assembled with the silicone sleeve/velour covering of the driveline cut approximately 10.5¿ from the pump housing. The actual wiring was cut approximately 6.5" from the pump housing. The remainder of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) and the outflow graft (lumen, bend relief, and bend relief collar) were returned and were secured to their respective pump ports. Examination of the pump blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The submitted log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. Intermittent elevations in pump power and estimated flow were captured throughout the log file. Although a specific cause for these elevations cannot be conclusively determined, several occurred during pi events. The log file appeared to show the system operating as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) addresses pump speed, power, flow, and pi in section 1. This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing frequent pulsatility index (pi) events and several instances of very high flows. Log file review confirmed intermittent pump power and flow elevations on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. It was later reported that the patient was asymptomatic and no cause for the power elevations had been identified. The patient ultimately underwent heartmate ii to heartmate 3 pump exchange on (B)(6) 2023.